Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The device was not evaluated however, it was determined that the customer was using an old revision of the user's manual which provides instructions on performing the test. Provided customer with current revision of the user's manual. Provided customer with current revision of the user's and service manuals. Multiple attempts have been made by philips product support engineer (pse) to troubleshot this issue with the customer but no response received from the customer.

Event description:
The customer reported that the ventilator had a pre-patient testing issue. There was no patient attached to the ventilator at the time of the event occurred.